Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother was called and reported that they got hospitalized twice due to high and low blood glucose. On (B)(6) 2018 they had low blood glucose of 29 mg/dl at the time of the incident. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. The customer stated the pump was not being consistent. The reservoir lip ring will not stay in and does not hold the reservoir in place. Troubleshooting was not completed. The customer had a high of over 500 mg/dl on (B)(6) 2018. The insulin pump will be returned for analysis.